Event description:
The customer reported they were having issues with the telemetry transmitter as the waveform would drop out for a few seconds and up to ten minutes. A clinician was not always at the bedside when this issue occurred. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.